Event description:
Voluntary medwatch received states that the lead exhibited failure to capture during a replacement procedure. The lead was capped and replaced. No patient consequences were reported.